Event description:
On (B)(6) 2014, the lay user/patient¿s mother contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch ultra easy meter was reading inaccurately high. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The reporter claimed the alleged issue began on (B)(6) 2014 at approximately 10:27pm. The patient reportedly tested on the subject device and obtained a reading of ¿215mg/dl.¿ the patient is an insulin user (unknown type) and administers insulin 4x per day, adjusting based on meter readings and denied taking any action regarding his usual diabetes management routine after obtaining this reading. The reporter claimed that after the alleged inaccurate result, the patient developed symptoms of ¿sweating and shaking¿ at approximately 11pm. His blood glucose was checked again upon the onset of the symptoms and readings of ¿540mg/dl¿ and a few minutes later, ¿hi¿ (>600mg/dl), were reported. The reporter stated that a few days prior to him developing symptoms he was getting higher than usual readings, and as a result, had been eating and drinking less. It is not known what range the patient considers to be normal. The patient was taken to the emergency room (ER) due to the high blood glucose readings. A blood glucose test was taken there with an unknown brand hospital meter and a reading of ¿109mg/dl¿ was observed. The patient was diagnosed with hypoglycemia and was treated with chocolate and fruit juice at an unspecified time and reported feeling better afterwards. The patient was released from the ER at 12:54am on (B)(6) 2014. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The subject test strips were unexpired and stored correctly. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly obtained inaccurate high readings on the subject meter and developed symptoms suggestive of hypoglycemia which was treated by a healthcare professional after alleged meter issue began.